Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The events of seroma and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "infection (right), seroma (right)".

Event description:
Healthcare professional reported via nbir "right side reoperation reasons noted as the following event(s): infection (right), seroma (right)". Device explanted. Right side.